Event description:
Information was received based on review of a journal article titled, "semiconstrained total elbow arthroplasty for rheumatoid arthritis patients: clinical and radiological results of 1-8 years follow-up which investigated whether the discovery total elbow arthroplasty (tea) system had good results and survival in rheumatoid arthritis patients using the discovery elbow system manufactured at biomet. This study included 19 patients and 25 elbows who completed the required follow-up. The mean follow-up time was 4.5 years between december 2004 and november 2012. Five (5) elbows were revised of which: two (2) elbows were revised for septic loosening, one (1) for aseptic loosening, one (1) elbow for ulnar nerve entrapment and one (1) elbow for triceps tendon rupture 8 weeks postoperatively managed by surgical reattachment. Another five (5) patients had reactions around the distal part of the humeral components evidence on radiographs consisting of radiolucencies surrounding the humeral component's bone-cement interval and accompanied by bone deposition over the anterior surface of the flange. Two (2) of these five patients had clinical symptoms of pain when applying torsional forces around the elbow. In conclusion, the discovery tea system has shown satisfactory results in ra patients. The rate of complication remained relatively high even if the rate of implant revision was low.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Two (2) elbows were identified in the article that underwent revision for aseptic loosening on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter -the article was written by mukka, s., et al; arch orthop trauma surg doi 10.1007/s00402-015-2191-0 initial reporter - telephone: (B)(6). It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. (B)(4).